Manufacturer narrative:
The insulin pump passed all functional tests. No motor error alarms noted. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at display window corners, reservoir tube lip and broken battery tube threads.

Event description:
It was reported that the customer had high blood glucose of 200 mg/dl. Caller stated that the customer's insulin pump was not working correctly, it was alarming motor error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.